Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with cystoscopy due to stress urinary incontinence. It was reported that patient underwent repair of vaginal mucosal incision over the sling and diagnostic cystoscopy and partial explant on (B)(6) 2005 due to dyspareunia and mesh erosion. The patient underwent an explant procedure in 2006. It was reported that following insertion the patient experienced diarrhea, chronic vaginal and bladder infections, vaginal bleeding, inability to have intercourse due to scarring, pain and erosion, hypertension, weight gain, vaginal pain, pelvic and abdominal pain, trouble sleeping, clotting disorder and anemia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2012, the patient underwent a dilation and curettage procedure , endometrial ablation and hysteroscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Patient codes: (B)(4). It was reported that patient underwent mesh excision on (B)(4) 2006 by (B)(4) due to failed sling procedure with erosion, secondary sexual dysfunction, stress and urgency urinary incontinence at (B)(4).